Event description:
Pt had frontal heart artery complications during insertion of a johnson & johnson cypher medicated stent and died 2 or 3 times. His surgeon informed pt's family that there were complications and pt was being rushed to emergency heart surgery. He was unconscious seven days on life support. Efforts to revive him took 2 hours. Surgeon had stated that blood clots formed and blocked the artery when the stent was inserted. The surgeon also stated that the artery had ripped where the stent was placed. The stent was never removed. The pt is not sure if his situation was due to the stent. He was not informed of these risks beforehand. His nurse told him that there was no stent tag/lot number on any records. Two other pts told him of having had the same complications. He is better now but does not want anyone else going through his experience.